Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscopic controller associated with this complaint and completed investigations. The unit was return for failure analysis, but the reported failure could not be replicated. This unit was installed into the test system and running video test 10 power cycles & sitting idle for 1 hour. System came up with no errors and good video on both eyes with no issue. The ec was worked as normal.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the endoscopic controller (ec) to resolve the issue. The system was verified and ready to use. Isi has not received the ec for evaluation as of the date of this report.

Event description:
It was reported that during a da vinci-assisted general inguinal hernia surgical procedure, the customer reported a right video loss. The surgeon complained right eye in surgery console was changing colors and instrument movement looked like it was lagging. The customer disconnected and reconnected the endoscope five times. The error message returned and the customer tried another endoscope. The technical service engineer (tse) viewed system logs, found error 48203 on the endoscope controller. The customer was planning to use the vision side cart (vsc) from another system to continue, but the procedure was ultimately converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering up and it initially did power on without errors. The issue was attempted to be resolved by changing out the endoscope 2 times, disconnecting and reconnecting the scope as directed for troubleshooting. The unit was turned on/off, did a hard reboot of the system, and attempted to exchange the patient side cart (psc) from another da vinci system. The issue remained unresolved. The procedure was converted to traditional laparoscopic surgery. The ports were not increased, nor were additional ports placed. The patient tolerated the change with no patient injury or harm.